Event description:
One of our pharmacy technicians was doing a unit inspection in one of the cath lab suites when she noticed a medication vial containing a white milky substance sitting in an open cabinet above the pyxis machine. She believed the product was propofol, however, upon closer inspection, noticed the vial was labeled as rotaglide lubricant. Rotaglide is an emulsion composed of (B)(4). It is identical to the 20 ml vial of propofol, an anesthetic stocked throughout our critical care and procedural areas, pyxis cabinets. Both solutions are white, milky, with the same cap color and similar label. Rotaglide lubricant vial does not state "not for IV use." Following an investigation, it was discovered that this lubricant vial was left in the room in error, as it should have been returned to the cath lab stock room after the procedure was finished. The presentation of this lubricant poses a very high risk of a mix-up with propofol, would appreciate the FDA's involvement in asking the manufacturer of this product, boston scientific corp, to change the vial, cap and/or label of rotaglide. Thank you.